Manufacturer narrative:
Correction: the related manufacturer reference number: should have been - 2017865-2019-14415 rather than 2017865-2019-14115.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14115, related manufacturer reference number: 2017865-2019-14118. It was reported that the patient presented in clinic due to experiencing pain at the device site and intermittent low-grade fever. Upon review, it was discovered that the right atrial lead exhibited loss of capture; x-ray revealed the lead was dislodged. During lead revision procedure, small amount of infectious appearing fluid was noted. The right atrial lead was removed and sent out for further examination. The results were obtained on (B)(6) 2019; and was positive for infection; it was noted that the patient had a surgical colon procedure 6 month prior to the event. Vegetation was noted on the right ventricular lead. All implanted products were explanted. The patient was stable prior, during and post-procedure however, the patient remained hospitalized.